Event description:
Ems personnel responded to a pt diagnosed to be in ventricular tachycardia. An attempt was made to perform a synchronized cardioversion and allegedly the sync mode could not be activated. A back up device was obtained and the pt successfully cardioverted. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.